Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient underwent a debridgement of the pocket site. The physician repositioned the pocket site deeper due to the patient's pre-existing (B)(6) infection. The physician just cleaned out the pocket site and the patient was reportedly doing fine.

Event description:
A report was received that the patient underwent a debridgement of the pocket site. The physician repositioned the pocket site deeper due to the patient's pre-existing (B)(6) infection. The physician just cleaned out the pocket site and the patient was reportedly doing fine.